Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rezh0622 showed no other similar product complaint(s) from these lot numbers.

Event description:
Per sales representative, facility reported that during placement of a glidepath, the catheter penetrated the svc wall into the mediastinum. No bleeding issues were reported. The catheter was pulled back and the patient was ok. No other intervention was required.